Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that at placement at c5 during a c4-7 anterior cervical discectomy fusion surgery on (B)(6) 2019, the inner shaft of the vectra removal driver broke off inside the screw. The surgeon tried several times to remove the screw but was unsuccessful. The screw was implanted with the threaded tip fragment still inside. Procedure was successfully completed with a surgical delay of ten (10) minutes. There was no patient consequence. This report is for an inner shaft for extraction screwdriver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part number: 352.311, synthes lot number: h480898, supplier lot number: n/a, release to warehouse date: 24-may-2018, expiration date: n/a, supplier: (B)(4). This inner shaft component part# 03.613.004 part description is ¿inner shaft f/extract no. 352.311¿ and is etched with top level assembly lot#. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the inner shaft for extraction screwdriver (part # 03.613.004, lot # h480898, mfg # 24-may-2018) was received at us cq with the distal tip of the screwdriver broken. The threaded portion of the screwdriver broke off and was not returned to us cq. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features cannot be measured due to post-manufacturing damage. The distal tip of the screwdriver was not returned to us cq. DHR review: the returned device was manufactured in may,2018 at (B)(4) site.this inner shaft component part# 03.613.004 part description is ¿inner shaft f/extract no. 352.311¿ and is etched with top level assembly lot#. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Document/specification review: the relevant drawing(s) was reviewed; the material was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: the complaint condition is confirmed as the inner shaft for extraction screwdriver (part # 03.613.004, lot # h480898) was received with the distal tip broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.